Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the millar sensor, and the sensor is functional. Cut in catheter material 22cm from sensor case; internal wires are exposed, not cut. Kink in catheter material 2.8cm from sensor case. Tape attached to catheter material, tape with markings attached to connector. No testing was possible. Mfg. Date: 10/2/13. Based on the above evaluation, supplier was unable to confirm the complaint due to the condition of the catheter. It appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: codman microsensor with ¿racing icp-values¿. Implant of another ms showed ¿normal¿ readings. Comments and event available, too long to copy/paste into synergy. Other action taken: new ms implanted and CT due to the high icp readings. Extra surgery. (During use on patient). (B)(6) 2014, additional information from the affiliate stated: to hospital ICU (B)(6), 05:25 until (B)(6), 13:20 with subarachnoidal hemorrhage. Actual codman (nr 1) implanted at ICU (B)(6), 06:30 (B)(6), 19:25 problem with pressure readings are noted ¿racing icp¿ up to 180, the icp value decrease but continues to vary up and down. The patient also has an open evd and if the high icp was correct liquor should have been draining under severe pressure, but this is not the case). (B)(6) codman ms nr 1 is removed (it was decided to keep it in place to compare the icp-readings with the codman ms nr2 implanted (B)(6), and also to document how it continued to react) lot= not noted in the journal ref-nr= 686648. Other comments: (B)(6), 08:00, evd (drainage) implanted at surgery ward (B)(6), 09, try to coiling is stopped, converted to open surgery (B)(6), 12:00, surgery, clips of aneurysm and implant of subgalealt active drainage (B)(6), 01:50, new codman ms (nr 2) implanted on the other side of the head. Radiology (B)(6), 17:40, pulm bedside ¿ no signs of disruptions on icp-measure is noted. (B)(6), 21:30 extra CT-skull is performed due to the instable icp-readings ¿ there is no changes inside the head that can explain this. No mr is performed during the hospital stay. Comment from dps representative (B)(4): according to the nurse at (B)(6) the ms in focus for the device report continued to show higher readings than ms nr2. Although they slowly decreased, and approached the readings of ms nr2 it newer showed the exact same readings.